Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that during the testing of the hospital's electric generators, there was a power glitch and the pt's lvad reportedly stopped while the pt was connected to the power base unit (pbu) for tethered support. The hospital's biomed tech reported that upon initial eval of the pbu, it was noted that all the green leds were illuminated while the unit was plugged into the ac mains power, and when the pbu was unplugged, the ac fail visual alarm illuminated.

Manufacturer narrative:
The MFR is attempting to obtain the power base unit for further eval. A supplemental report will be submitted when the MFR's investigation is completed. No further info is available at this time.